Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that the usb charging cable broke. The customer reported an elevated blood glucose (bg) level of 375 (mg/dl). A bolus was delivered to address bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. A replacement usb cable was sent to the customer.